Event description:
The biomed worked with the rse. The site biomedical technician believes it is a high voltage capacitor issue. The customer was informed that service and parts could longer be provided on the unit as the device had reached the end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 31dec2022. The technician verified there was a high voltage capacitor problem. The customer was made aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.